Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported irregular texture was confirmed and likely due to the misaligned coils. The reported difficulty to insert and difficulty to remove were unable to be confirm due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Based on the reported information and returned analysis, the investigation determined the reported difficult to insert, irregular texture and difficulty to remove appear to be related to operational circumstances of the procedure. It is likely that during the tip shape process prior to use, the coils misaligned and stretched resulting in the reported difficulty to insert, the difficulty to remove and likely causing the irregular texture. Additionally, the noted bend on the pit is consistent with the tip shape process. The noted bends on the core likely occurred during packing for return analysis. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat an unknown lesion. A bmw guide wire was attempted to be advanced but stopped being pliable and would get caught on the sheath while attempting to withdraw. The device was able to be removed without cause injury. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.